Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they need to have a manufacturer representative (rep) meet them at the hospital because the system is not working with the remote. Patient stated they can't turn the system off and on with their remote but implant somehow turns itself on sometimes. Agent asked patient if the system turns on its own and patient stated not all the time. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt stated issue has been happening for a while. Agent emailed reps in the area.